Event description:
The rptr stated that the device was used to treat a pt requiring external pacing. The device allegedly stopped pacing and displayed a leads off message. The pacing electrodes were replaced and the problem recurred. A back up device was obtained and treatment was continued. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability and the availability of a back up device.